Event description:
A female customer (age unspecified) reported an incident regarding the waterproof bandages. On (B)(6) 2022, she applied the bandage on an unspecified area, covering a small oven burn. On (B)(6) 2022, she removed the bandage and applied a new one. She alleged the 2nd bandage was difficult to remove and she allegedly noticed redness on the area after the bandage was removed. The alleged redness was in the same shape as the adhesive. She was prescribed betamethasone dipropionate ointment for the alleged injury. She is allergic to bee stings and amoxicillin.

Manufacturer narrative:
Information not provided. The product has a 3 year shelf life claim. No sample has been received for analysis. The 2-year complaint history was reviewed for the product's global sales code (gsc) of sxj and reported failure. No trends were observed. 3m will continue to monitor. Test results confirm the biocompatibility of nexcare¿ advanced healing waterproof bandages for their intended use. In addition to performing clinical studies, 3m¿ monitors its medical devices with manufacturing controls, including in-process specifications, release specifications and testing. End of report.